Manufacturer narrative:
Initial 1 of 1. Expiration date: 07/2019. (B)(6). Device manufacture date: 07/2014. Complaint sample not expected to be available. Based on record review revealed that all relevant test performed during manufacturing process and final product release had been performed and met requirement. However, internal non-conformance has been raised previously to address this same complaint issue and has been documented. A previous investigation is applicable to this complaint. This previous investigation is closed. No additional details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
Reporter stated that a pharmacist reported that the endotracheal tube is "too soft for intubation." Additional information was requested but the complainant was unable to the quantity of effected device(s) and patient(s) associated with this complaint. No further information was provided.

Event description:
Reporter stated that a pharmacist reported that the endotracheal tube is "too soft for intubation." No further information was provided.

Manufacturer narrative:
D.4: 07/2019. H.4: 07/2014. E.1: address: (B)(6). Updated data: g7, initial MDR report# 9611710-2016-00059 failed on may 12, 2016 and june 9, 2016 submissions as a duplicate report in error. Resubmitting the initial MDR report with the same data on this follow-up report# 02 as this is not a duplicated report. Complaint sample not expected to be available. Based on record review revealed that all relevant test performed during manufacturing process and final product release had been performed and met requirement. However, internal non conformance has been raised previously to address this same complaint issue and has been documented. A previous investigation is applicable to this complaint. This previous investigation is closed. Therefore, this complaint will be closed without further action. A total of two cases are associated with this complaint. A separate FDA form 3500a has been completed for the unknown amount of device(s) and patient(s) associated with this complaint. No additional details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on: june 10, 2016. FDA registration number: reporting site: 1049092. Manufacturing site: 9611710.

Manufacturer narrative:
This emdr is being submitted as request for resubmission was received from FDA. E1: complainant name & address: (B)(6). G4: date received by manufacturer in the previously submitted emdr: 06/09/2016. H6: patient code: 2692. Type of investigation: 3263 - 3266. Investigation conclusion: 92. Updated data: g7, initial MDR report# 9611710-2016-00059 failed on may 12, 2016, submission as a duplicate report in error. Resubmitting the initial MDR report with the same data on this follow-up report# 01 as this is not a duplicated report. Complaint sample not expected to be available. Based on record review revealed that all relevant test performed during manufacturing process and final product release had been performed and met requirement. However, internal non-conformance has been raised previously to address this same complaint issue and has been documented. A previous investigation is applicable to this complaint. This previous investigation is closed. Therefore, this complaint will be closed without further action. A total of two cases are associated with this complaint. A separate FDA form 3500a has been completed for the unknown amount of device(s) and patient(s) associated with this complaint. No additional details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on: june 09, 2016. FDA registration number. Reporting site: 1049092. Manufacturing site: 9611710.

Event description:
Reporter stated that a pharmacist reported that the endotracheal tube is "too soft for intubation." No further information was provided.